Event description:
During 2009, the physician was performing a procedure using a 5 french cook raabe sheath. During the procedure, the sheath broke off inside the patient while that was being run over an .035" lunderquist wire. The patient's bifurcation was calcified and the sheath was inside the patient for about 30-40 minutes prior to the sheath breaking. The sheath broke halfway down the shaft. The sheath was removed from the patient after the surgeon gained access on the opposite femoral artery, removed the lunderquist wire through that access site, and fit a 6 french dilator over the wire and pushed the remainder of the sheath over the wire and back out the original access site. The patient did lose a lot of blood, but was recovering fine after the procedure. The surgeon believed the patient was a male, but not 100% positive. The surgeon was unable to provide additional information. Patient lost a lot of blood but was recovering fine after the procedure.

Manufacturer narrative:
Exact date of procedure unknown but was sometime in 2009. Lot - unknown as not provided by reporter. Expiration - unknown as lot# is unknown. Exact date is unknown but was sometime in 2009. Unknown as lot is unknown. Event evaluation: still under investigation.